Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle. When powering the device on, the customer stated that the display remained black, but the led lights on the keypads would flash. The device would then appear to power off by itself. The customer advised that the reported issue occurred on both ac and dc power. There was no patient use associated with the reported event.